Event description:
The customer states prn adapter unscrewed during/after infusion and patient bled out though loosened/open adapter.

Manufacturer narrative:
The sample is not available for the investigation. If additional information is received a supplemental report will be submitted. (B) (4). (B) (4).